Manufacturer narrative:
A review of the manufacturing processes was conducted and verified that manufacturing controls are in place and found to be sufficient to detect leaks prior to releasing the product for distribution. The sample associated with the reported complaint was not returned for evaluation. The reporter indicated that the samples typically stay in place for "3 or more months" due to discomfort that the patient experiences during replacement. The reporter (patient's husband) was provided feedback about tube replacement and that leaving the tube in place longer than recommended may attribute to discomfort. Instructions for use note, "frequent and routine changes of the tracheostomy tube are recommended. The manufacturer recommends that the tracheostomy tube usage not exceed twenty-nine (20) days. Frequent and routine changes of the tracheostomy tube and accessories are recommended and should be evaluated by the attending physician.

Manufacturer narrative:
(B)(4). A review of the manufacturing processes was conducted and verified that manufacturing controls are in place and found to be sufficient to detect leaks prior to releasing the product for distribution. The sample associated with the reported complaint was not returned for evaluation. The reporter indicated that the samples typically stay in place for "3 or more months" due to discomfort that the patient experiences during replacement. The reporter (patient's husband) was provided feedback about tube replacement and that leaving the tube in place longer than recommended may attribute to discomfort. Instructions for use note, "frequent and routine changes of the tracheostomy tube are recommended. The manufacturer recommends that the tracheostomy tube usage not exceed twenty-nine (29) days. Frequent and routine changes of the tracheostomy tube and accessories are recommended and should be evaluated by the attending physician.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the tracheostomy tube has a leaking cuff or pilot balloon. The patient is on a ventilator at night, at which time the tracheostomy tube is inflated. Customer also noted that they usually leave the tracheostomy tube in for three (3) or more months as the patient has pain when the tube is replaced. There is no report of recannulation as a result of the reported leaking cuff or balloon. There is no report of serious injury or death associated with this event.